Event description:
It was reported that there was a separation between the main body and the white twist clamp of the minicap transfer set which resulted in a leak. The event was further described as ¿came apart on the blue and white twist clamp¿. This was observed during use of the device for peritoneal dialysis therapy. The patient was trying to close the valve (twist clamp" when the leak was observed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10: the event occurred on an unspecified date in (B)(6) 2024, reported as "two weeks ago." The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. A visual inspection with the naked eye noted a broken occluder foot beneath the twist clamp. Functional tests including leak, clear passage, and clamp function tests were performed. No issue was noted during the clear passage test. Leak test and clamp function tests identified a leak through the closed twist clamp. The reported condition was verified. The cause of the condition could not be determined; however, if the device was exposed to chemical agents such as hydrogen peroxide, alcohol or bleach, as listed on product packaging, this could damage the transfer set materials. Should additional relevant information become available, a supplemental report will be submitted.